Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 6, the implant had not achieved osseointegration in type ii bone. Clinician reports there was no torque and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 6, the implant had not achieved osseointegration in type ii bone. Clinician reports there was no torque and insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).